Event description:
Event was reported as: the device fell apart outside of pt before use. No pt injury was reported.

Manufacturer narrative:
No sample will be returned to MFR, therefore, the investigation is incomplete at the time of this report. A f/u investigation report will be sent when completed.